Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and catheter restriction alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields are d10 concommitant and h6 component code. Updated fields are b4, b6 additional comments, e1 event site telephone, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. (B)(6) stated, they have this patient on a balloon, and they have been getting crazy alarms. They took her back and it had moved 2 cm, so they adjusted it that afternoon and then it started with the alarms after she got back. The first was when they were getting her up to the bathroom and then they got a catheter restriction alarm.this happened twice but was resolved and is not alarming now. They then began receiving repeated gas loss alarms. They pressed the fill button and the alarms stopped but wanted to ensure there was nothing wrong with the pump.first, esp personal had (B)(6) verify there was no blood present in the helium tubing. (B)(6) said they checked and did not think there was blood but iodine made it difficult to visualize. The doctor at the bedside also denied seeing any blood. Esp personal provided off label disclaimer and reviewed that the restriction alarm was most likely related to patient mobility and positioning. Esp personal and (B)(6) discussed the appearance of an unrestricted balloon waveform and (B)(6) confirmed it appeared normal. She stated the site balloon type was covered and restricted by the dressing and she could not determine the balloon type in use.secondly, esp personal and (B)(6) discussed the nature of the gas loss alarm and troubleshooting techniques. Based on the patients hemodynamics and clinical picture, the alarm was likely caused by movement related changes in intrathoracic pressure. Esp personal encouraged (B)(6) to call again if the alarm occurred several times within an hour so they could troubleshoot together. (B)(6) was appreciative of the support.